Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking at the tpn, intralipids, and med tubing to the bifuse while connected to a patient. The connection was cleaned, tightened but continued to leak. The bifuse was replaced on both ports and the leaking resolved. There was no report of patient harm.